Event description:
It was reported that following an implant procedure, the patient experienced pain and cramping in both feet. Surgical intervention was undertaken wherein the physician opted to remove both leads from the epidural space to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000176224 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.